Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant: 5076 lead.

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular lead was noted to have a possible fracture as undefined pacing impedance and oversensing/noise episodes were noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.